Event description:
It was reported that the patient experienced insulin flow blocked alarm event occurred on (B)(6) 2026. This led to high blood glucose level for which patient took correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.